Event description:
On december 1, 2006 a patient underwent repair of a thoracic aortic aneurysm using the gore tag thoracic endoprothesis. Upon successful exclusion of the aneurysm a gore introducer sheath with silicone pinch valve was removed from the patient. Approximately five minutes later the patient's blood pressure dropped indicated a rupture of the right femoral artery at the cut down site. The patient was stabilized and the femoral artery was surgically repaired. The patient is reported to be fine.